Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that yellow foreign matter was found on a bd¿ 30ml slip tip syringe before use, with no report of serious injury or medical interventions reported.

Manufacturer narrative:
Results: no photos or samples were received in the (B)(4) for evaluation therefore failure mode could not be verified. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Conclusion: without a sample, an absolute root cause is could not be determined.